Event description:
04/2002 - routine pacemaker clinic check revealed bipolar ventricular lead impedance of 186-187 ohms, charged from past lead impedances of approx 439 ohms, consistent with early signs of ventricular lead insulation failure. Eleven days later, pacemaker lead and generator replacement.